Event description:
It was reported that there was poor image quality.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was poor image quality.

Manufacturer narrative:
Alleged failure: interference during procedure. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable causing flickering attributed to the sterilization cycles and/or wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.